Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set became separated from the titanium adapter. This event occurred during use. The transfer set was in use for seventy days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a disconnect cap and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity testing performed with no issues in attempt to duplicate issue reported by the customer. The reported problem was not verified. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.